Manufacturer narrative:
(B)(4). Evaluation summary: this is an ancillary service event opened during investigation of (B)(4). The cause of the failed ground impedance test was due to the fluctuating values when the ac power cord is moved. No repairs were performed. If additional relevant information is received, a follow up report will be sent. Additional information: a service history review revealed no previous service events were related to the reported condition.

Event description:
During product evaluation, a flo-gard infusion pump failed the ground impedance test. No additional information is available.